Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed replace battery now without prior alarms. The customer¿s blood glucose level was 10.9 mmol/ l at the time of the incident. It was reported that customer had been experiencing problems with his batteries for 3 months now. It was reported that it has become worse and that the batteries only last a day and he only receive replace battery now. It was reported that customer inserted the recommended batteries but still only lasted a day and because of the frequencies of the alarms he started taking out the batteries and re-insert the same batteries. The green light will show the whole time. It was reported that he received the power error every time now after the replace batteries and then he has to take out the reservoir and rewind the insulin pump. It was reported that the pump went off again last night without any alarm. The customer had several replace batteries without warning alarms before. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.